Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket erosion. Reportedly, patient had muscle dystrophy and the condition progressed, so it was considered to be the cause of pocket erosion. There were no additional adverse patient effects reported. This crt-d was explanted.